Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) underinfused during a patient infusion. The device had been filled with 4800mg fluorouracil filter spike 1mg in 0.9% sodium chloride. The patient was connected via a peripherally inserted central catheter (PICC) which was reported to be ¿a good line and patent¿. The device was expected to infuse over 24 hours. However, after 24 hours when the device was disconnected, approximately 30-40% of the dose was still in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from september 17, 2019 - september 19, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph and residual drug fluid inside the device bladder was observed. Due to the nature of the returned sample, no additional testing could be performed. The reported condition could not be refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.